Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with missing lancets and clear cap from her onetouch ultra2 meter system kit. On (B)(6), 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6), 2012. The patient manages her diabetes with novolin 70/30 insulin (20 units). The patient denied making changes to her usual diabetes management routine. A couple hours after the alleged issue, the patient claims she felt symptoms of shaky and perspiration. The patient denied receiving medical treatment. At the time of troubleshooting, the cca educated the patient on the correct system kit contents to resolve the alleged issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.